Manufacturer narrative:
(B)(4). Investigation completed and product evaluated with no defects found. Most likely underlying root cause of malfunction: the user had an inaccurate reference.

Event description:
Customer complains of high results. Customer states that she feels well and does not require medical attention. The customer's expected blood results are 140-165mg/dl fasting. Reviewed meter memory: (B)(6). Customer is concerned with; 350mg/dl on (B)(6) 2015 12:30:00 pm fasting: yes. No adverse event reported.

Manufacturer narrative:
(Manufacturer narrative = t, corrected data = f) internal report # (B)(4). Product not yet returned for evaluation.

Event description:
Customer complains of high results. Customer states that she feels well and does not require medical attention. The customer's expected blood results are 140-165mg/dl fasting. Reviewed meter memory: 189mg/dl (B)(6) 2015 09:46:00 am fasting:yes; 350mg/dl (B)(6) 2015 12:30:00 pm fasting:yes; 156mg/dl (B)(6) 2015 09:41:00 am fasting:yes; 174mg/dl (B)(6) 2015 09:45:00 am fasting:yes; 196mg/dl (B)(6) 2015 09:44:00 am fasting:yes. Customer is concerned with; 350mg/dl (B)(6) 2015 12:30:00 pm fasting:yes. No adverse event reported.